Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer configuration had failed. The technical support specialist connected to the station, followed knowledge article "cannot recover tower doors 5-8 after commsled replacement" and updated the system bus device keys, and the customer successfully recovered the storage spaces. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user needed to remove the auxiliary doors and get reconfigured. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.